Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to insulation separation. The insulation was separated distal to the yoke on the rate sense leg.